Manufacturer narrative:
Additional information (the solex 7 lot number is 64989). The user facility medwatch report ((B)(4)) was received via postal mail on 27 nov 2017. (B)(4).

Event description:
A user facility medwatch report ((B)(4) was received via postal mail on 27 nov 2017. The event has already been reported under MFR 3010617000-2017-00993. Per report, the lot number of the referenced solex 7 is 64989.

Manufacturer narrative:
Zoll has received the zoll catheter for investigation. A supplemental report will be filed when the product investigation has been completed.

Event description:
As reported, during patient use for fever management early morning of (B)(6) 2017 at 1:00 am pst, blood was noted on a solex 7 catheter tubing. The dwell time of the catheter when the incident occurred would have been going on day 6 after the catheter was placed into patient's body. Customer also reported that a PICC ( peripherally inserted central catheter ) line was placed on the opposite side of the catheter the evening of (B)(6) 2017. According to the customer, upon removal of the leaking catheter, there were no issues reported regarding the indwelling PICC line. No patient harm or consequences reported on this event.